Event description:
On 16-mar-2021: follow up information was submitted to update health effect - impact code and component code. Moreover, the result of the complaint investigation (visual inspection) of the returned used device (1 set) showed that the tubing was detached from the tubing-tubing connector (missing glue). Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient that when she opened the package of her infusion set, it was noticed that the tubing was detached from set at the tubing connector. Further, it was found that the other tubing was not attached to set when she opened it. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Also, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 140 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient that when she opened the package of her infusion set, it was noticed that the tubing was detached from set at the tubing connector. Further, it was found that the other tubing was not attached to set when she opened it. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Also, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 140 mg/dl. No further information available.